Event description:
Ous MDR - after an implantation period of about 65 months, oversensing with inappropriate therapy was reported. During the revision procedure on (B)(6) 2014, the physician reportedly tried to remove the lead and broke it. The lead was not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the linox td 65 is not available for analysis, therefore the device itself could not be investigated. Should additional information or the device itself become available for analysis, the investigation will be updated.